Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-06089. It was reported the patient experienced inadequate stimulation with their scs lead and the ipg had an increased recharge burden. Surgical intervention was undertaken wherein a new lead was added and the ipg was explanted and replaced. Effective therapy was established post-operatively.